Event description:
Info received indicates the bolt which secures the lift arm to the bse frame is missing which is causing the sleep surface to move.

Manufacturer narrative:
The technician replaced the lift arm shoulder bolt to repair the bed.